Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl and the cgm did not read "high." Tandem customer technical support (cts) guided the caller through several troubleshooting steps, including disconnecting the tubing and delivering specified boluses. The occlusion alarm recurred multiple times, and cts instructed additional steps and ultimately advised the customer to replace supplies and resume insulin.